Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
Updated b5, remove MDR code g02002, added g02004

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement wall adapter and charging cable, and follow-up confirmed that new charging accessories resolved charging issue.